Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s nephew found the patient unresponsive, diaphoretic, and seizing. The patient¿s nephew applied jelly to the patient¿s gums, and she regained consciousness. The patient declined calling emergency medical services (ems) and recovered at home. The cgm/bg values or other details were not provided. At the time of the report, the patient stated they had unspecified cognitive issues post event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.